Event description:
It was reported that the tube of a clearlink system continu-flo solution set leaked chemotherapy. This was observed during patient infusion. The drug leaked from "around top of tubing". The chemotherapy was stopped and taken down. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted (B)(4) for this event. Device manufacturer address: (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.